Manufacturer narrative:
The investigation is ongoing.

Event description:
During a transfemoral tavr procedure, the patients¿ blood pressure dropped immediately after bav using a 25 x 4cm edwards balloon. It was thought that the native leaflets might have been damaged during the bav and the patient had wide open aortic insufficiency (ai). A 29mm sapien xt valve was quickly introduced, however, on tee there was no ai noted and the right ventricle was not filling. The abdomen was checked and it was discovered that there was a dissection in the abdominal aorta. The patient was connected to bypass and converted to open surgery. The operator tried to remove the delivery system and valve quickly and the sheath tip ¿fishmouthed¿ not allowing the valve to be pulled back. The operator decided to deploy the valve in the abdominal aorta and the delivery system was removed. Due to the large amount of blood loss the patient passed away on the table. The patient had a small abdominal aortic aneurysm (aaa) and there was a bend in the area of the aneurysm. It was thought that sometime after sheath insertion the aneurysm burst.

Manufacturer narrative:
This is one of two manufacturer reports being submitted for this case. This report represent the withdrawal difficulty in this case. Please reference related manufacturer report no: 2015691-2015-03074. The delivery system was not returned to edwards for evaluation. Visual, dimensional and functional analyses could not be performed. A review of DHR, complaint history analysis, and manufacturing mitigations did not reveal any indications that a manufacturing non-conformance of the delivery system was the source of the complaint. Retrieval of the delivery system with the valve on the balloon is highly dependent on gaining axial alignment with the sheath, which can be complicated by vessel tortuosity or calcification. It was reported that the patient had moderate vessel tortuosity, which could have potentially contributed to the difficulty reported. However, with the available information, a root cause was unable to be determined. Due to the device and/or applicable photographs (relevant to the reported event) not being returned for evaluation, the complaint was unable to be confirmed. Due to the unavailability of the relevant device, it cannot be determined if a manufacturing nonconformance contributed to the complaint event. No labeling or IFU/training inadequacies have been identified and review of the complaint history for the month of (B)(4) 2015 revealed that the occurrence rate does not exceed the control limits for this trend categories related to the failure modes; ¿delivery system-withdrawal difficulty valve through sheath¿. No corrective or preventive actions will be taken at this time.